Manufacturer narrative:
Product was requested to be returned for eval, but has not been received. Note: this submission is solely on the user facility reported issue. (B)(4).

Event description:
Customer reported the alarm has power; yet when the alarm is set to voice only or voice/tone it does not sound and alarm sounds intermittently. The date the issue was discovered was not provided. No pt injury was reported.